Event description:
On (B)(6) 2012, customer reported that the white blood cell (wbc) bath, on the act diff analyzer, overflowed. Customer stated that a few milliliters of fluid spilled and it was not contained within instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced failed pinch valve 14. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).